Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, air or gas leaked from the three devices and made strange noise. The event caused delay for 30 minutes or more. They worked and struggled to complete the case.